Event description:
Medtronic received information that four days following implantation of this bioprosthetic valve, the patient passed away after experiencing hypotension with pharmacologic support of intravenous pressors and ionotropes, hemothorax, hemorrhagic shock, pea arrest, cannula site rupture, and stroke. Family decided on comfort care and patient was extubated. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).